Manufacturer narrative:
The suspected faulty scroll compressor was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and no visual damage was observed. The technician then installed the scroll compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The national repair center verified that there was an excessive amount of heat coming from the compressor. After testing the cardiosave for an extended period of time, approximately six hours, the unit shut down with an over temperature error code observed on the display. The compressor failed testing. The national repair center sent the compressor to rand d for failure analysis per procedure. Research and development (r&d) engineer inspected the national repair center's cardiosave test fixture and observed that the compressor fan was oriented in the wrong direction resulting in the heat not being properly dissipated. The national repair center reinstalled the fan in the correct configuration, then proceeded to test the compressor. After extensive testing once more and temperature readings being taken every half hour, the cardiosave after approximately five hours shut down and the over temperature alarm was observed on the display . It was apparent that after having the fan compressor installed in the correct configuration, that the wrong configuration of the fan had no bearing on the over temperature failure. The compressor failed. After extensive testing and evaluation which consisted of running the compressor in a r and d test fixture for a week , r and d could not verify the failure of over temperature alarm and the unit shutting down. R&d also tested the compressor in various cardiosave test fixtures. The compressor passed testing in fixtures. The compressor was returned to the national repair center where they proceeded to test the compressor again in the cardiosave test fixture. After extensive testing and evaluation including taking temperature readings every half hour, the compressor did not fail with the over temperature alarm. The compressor passed testing. Prior to this testing, the first time the compressor was tested , the national repair center was able to verify the compressor failing two times for over temperature and shutting down. The senior repair technician of the national repair center placed the compressor in the cardiosave test fixture and sent it to the burn in room for testing. After a three day long test, the compressor passed testing. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) experienced excessive heat. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm checked the iabp's error logs and there was no indication of an overheat event. The stm then ran the iabp for several hours while monitoring temperature; the stm noticed that the ambient temperature increased from 28 to 38.7 degrees celsius, the temperature reached over temperature of 40 degrees. The stm indicated that the compressor was very hot and radiating heat throughout iabp. To address the issue the stm replaced the scroll compressor, and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) experienced excessive heat. There was no patient involvement and no adverse event was reported.